Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, g2, h6.

Event description:
Healthcare professional reported through distributor ¿capsule is opened and rupture of the same is found¿ and capsular contracture baker grade ii. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported through distributor ¿capsule is opened and rupture of the same is found¿ and capsular contracture baker grade ii. This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.